Event description:
The customer complaints about (B)(6) reactions with reverse typing cells erytypecell a1 & b. The customer had sent neither the affected samples nor the allegedly defective product. A testing of the retained sample was not possible due to the fact that product was already expired. The complaint result images were reviewed by the local bio-rad organisation. The (B)(6) interpretations of the complained samples do not display an instrument malfunction. Unfortunately, the artifacts present on the result images meet certain criteria of a (B)(6) erytype reaction thus tango optimo had to evaluate these images accordingly. Results of tango optimo must never be seen as final results but as a proposal. The validator is always requested for a meticulous review and has the ability to induce retesting of questionable results.

Manufacturer narrative:
A review of the batch record of the affected erytypecell a1 & b documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We had no further complaints related to this lot erytypecell a1 & b. The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.